Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0m263, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted the day prior to the report and they felt like they had a bladder infection. The patient was on 500 milligrams of cefadroxil orally from their implant surgery. Follow-up with the patient¿s doctor indicated that the patient had a urinary tract infection. There was no troubleshooting done. A urine sample was taken. Actions taken to resolve the issue were listed as ¿app¿ but it was unclear what this meant. The patient recovered without permanent impairment.